Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, on the first tissue sample acquisition, after the device activated into the lesion, it sounded as if a plastic part had broken off inside the device. A total of six tissue samples were obtained. The rattling noise occurred during each sample pass when the device activated into the lesion. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is confirmed for a break, as the cannula hub on the returned sample was found broken. The investigation is inconclusive for failure to obtain samples, as the sample could not be functionally tested due to broken cannula hub. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty current instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.